Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical manager reported multiple under corrections through out the year following refractive treatment. Additional information has been requested.

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).